Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind and displacement accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 262 mg/dl. The customer performed self test and it failed. The customer had high blood glucose level which was treated with manual injection. The customer had symptom related to high blood glucose such as blurred vision. The insulin pump will return for analysis.